Event description:
It was reported that balloon ruptured. The patient was presented with peripheral arterial disease and underwent endovascular therapy. The 100% stenosed target lesion was located in severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 1 second, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries were reported and the patient was in good condition.